Event description:
Received information regarding the patient line (pigtail) disconnecting from the infusion set. There was no reported impact to the customer's blood glucose level.

Manufacturer narrative:
No product returning for evaluation. Attempts have been made to obtain all event information. Should new information become available, a follow up report will be submitted.